Manufacturer narrative:
Describe event or problem - updated the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned for analysis so physical analysis could not be completed. There was insufficient information provided to determine the probable cause of the reported event so an evaluation conclusion code of cause not established was assigned.

Event description:
It was reported that at the start of the photoselective vaporization procedure of the prostate, the energy being emitted from the fiber tip was not very defined and strong. The fiber power was increased to continue with procedure, but it still did not vaporized as expected. The fiber was removed from the cystoscope and there were no anomalies. Upon inserting the fiber, it was observed that the metal cap was not present on the fiber tip, and the fiber forward fired when activated. The metal cap was removed with a work element reducer. The physician confirmed that the metal cap did not remain inside the patient. The procedure was successfully completed without patient complications using bipolar rtu.

Event description:
It was reported that at the start of the photoselective vaporization procedure of the prostate, the energy being emitted from the fiber tip was not very defined and strong. The fiber power was increased to continue with procedure, but it still did not vaporized as expected. The fiber was removed from the cystoscope and there were no anomalies. Upon inserting the fiber, it was observed that the metal cap was not present on the fiber tip, and the fiber forward fired when activated. The physician checked inside the bladder and confirmed that the metal cap did not detached inside the patient. The procedure was successfully completed without patient complications.